Event description:
A new clean kci overlay was ordered and when it arrived and opened, there was a bankaid and skin flakes on it. It was sent back through the cs system before the evidence could be secured.